Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case close complete turn over to cad the file number for this l2 escalation is 2018-035941-268630. Alfredo cortez spec, clinical customer advocacy toll free phone: (B)(6). Email: (B)(6). 8015 unit serial # (B)(4). Custoemr called in for help on 8015 unit nurse is report to tech the 8015 unit given error on screen. Panel lock, when try to select opition on unit expalin to tech the tamper switch in the back someone lock it and to unlock it hold the tamper switch in the back for 3 second and it will unlock in order to be able to select buttons on unit. And to lock it back if they need to hold the tamper switch in again for 3 seconds it will lock. Custoomer thank me for my help.